Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl at the time of the incident. The customer was at 133 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as nausea, vomiting, weakness, headache, dizziness, and acidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The caller stated that the customer was hospitalized on (B)(6) 2017 with a 400 mg/dl reading, and the customer has been experiencing highs for a while. The caller also stated that the drive support cap on the customer's pump was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.